Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that after talking with the cath lab manager and sending her a copy of the field safety alert (fsa), the fsa was forwarded on to the interventional cardiologists. The md responded that "it's happened to me twice. The first time I thought it was a fluke or a balloon unraveling issue." On (B)(6) 2010, the sales rep visited the customer and the md stated that "this occurred two or three times." The md also stated "iab got stuck in sheath and he removed and used a second iab." The insertion site was the pt's femoral artery. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delayed/interruption in therapy "until another iab could be inserted." There were no pt complications. The pt outcome is "ok." Additional info received on 10/21/2010, from the sales rep stated that on (B)(6) 2010, she in-serviced the staff and physicians in the cath lab at this facility.